Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for implant procedure. During the procedure, when the physician connected the right ventricular (rv) lead to the patient system analyzer there was no signal in both the bipolar and unipolar configurations. Therefore, the physician elected to replace the lead with another. The patient condition was stable.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Manufacturer narrative:
The reported event of failure to sense was confirmed. As received, a complete lead was returned in one piece for analysis. X ray examination found inner coil over-torqued and two filars broken consistent with procedural damage. The cause of the reported event was isolated to shorting between conductors due to over-torqued inner coils. No other anomalies were identified.